Manufacturer narrative:
The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: oxygen leakage around the adaptor at the connection to the water bottle. The leak was immediately detected and device changed. No patient injury reported.